Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a craniotomy procedure, the device overheated. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported. Health canada reference # (B)(4).

Manufacturer narrative:
D4: UDI is unknown as the catalog/lot number was not reported. D9: the device was not returned for evaluation. H6: the quality investigation is complete.

Event description:
No new information.